Event description:
It was reported that a home patient experienced a leak at the connection site of a cassette's tubing and the solution bag. This occurred during an unknown step of peritoneal dialysis therapy. The technical service representative assisted the home patient in ending therapy. It was reported the home patient completed therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was conducted: leak testing, clamp function test and clear passage testing that were performed passed without any issues. The sample was also used with the homechoice device and no problems were noted. The device was determined to meet specifications related to the leak; therefore, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.